Event description:
A manager reported a pt experienced blurry vision following bilateral intraocular lens (iol) implant surgeries. She reported the pt could not adjust to the lens and the lens was explanted. Additional info was received from the mgr who reported the event has resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).